Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: upon visual inspection, the device was identified to be missing a component, tooth wheel tip (which stops the thumb screw falling off from the instrument). The internal threads of the thumb screw were observed to be stripped off. Thus, the reported complaint cannot be confirmed. Dimensional inspection cannot be performed due to post manufacturing damage. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed, and the used material was according to the specification of the device. Investigation conclusion: visual inspection of the device received, DHR review and document specification review were performed. It was observed that the tooth wheel tip from the thumb screw is missing. A definitive root cause for the reported condition could not be determined based on the provided information. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.111.021. Lot number: t949922. Manufacturing site: tuttlingen. Release to warehouse date: 08-oct-2010. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the compression/distraction instrument from the orthopedic foot set was broken. The knob that compresses and distracts falls out of the device making it difficult to use. It was further reported that the knob was missing a nut. There was no patient involvement this report is for one (1) compression/distraction instrument. This is report 1 of 1 for complaint (B)(4).